Manufacturer narrative:
Initial MDR submission, a follow up will be submitted if additional information becomes available. A sample is not available for this investigation but a DHR will come completed on the device.

Event description:
Customer reported that the sponge was coming off the tips of the stick. Additional information received stating that the product was being used at the time of the incident on a patient during a gynecological procedure. Swab tip was retrieved from patient, no harm.

Event description:
No further information.

Manufacturer narrative:
(B)(4) follow up MDR: facility reported that the sponge tips were coming off of the sticks during a procedure. No medical intervention was indicated as a result of the issue as the tips were retrieved from the patient without issue. A sample was not provided to aid in our quality engineer¿s investigation. Due to a lack of physical sample, the failure mode could not be confirmed. Master production records were reviewed for this lot numbers and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in process inspection. During manufacturing of product assembly and packaging no special issues were noted and no ncr were issued to this lot number. A visual inspection of the retained samples showed no defects, the ampoules were intact with solution.